Event description:
It was reported to philips that the system was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that an error message was showing on the system indicated that x-ray was not available. Review of the system log file showed that the serial link error in the fd controller. Upon troubleshooting, fse found that the fdc could not communicate with host pc and identified an issue with fd controller. To resolve this issue, fse replaced the fdc controller. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.